Event description:
The customer reported that the system intermittently locked up during cine runs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was issued a repair quote and is pending approval.